Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In initial report section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to particles in airway from device,burning/smoke/electrical odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed an unknown dust contaminant on the top enclosure, front panel, rear panel, bottom enclosure, blower, and blower seal. Evidence of liquid ingress was observed to the blower and blower box, with a contaminant consistent with mineral deposits. The device's event logs were downloaded and reviewed by manufacture. The manufacturer found no error codes. The manufacturer powered up the device and provides airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown, but observed an unknown dust contamination, evidence of liquid ingress was observed to the blower and blower box, with a contaminant consistent with mineral deposits.